Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Cts did not assist customer in loading a new cartridge,the customer had already resumed insulin before calling cts. Customer was using cold insulin, cts advised caller to use room temp insulin and call back if issue persists. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.